Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging black marks on her onetouch ultra meter display, in addition to reporting that the lancet holder on her onetouch ultrasoft lancing device was damaged. The medical affairs specialist (mas) spoke with the pt on july 21, 2008 and obtained the following info. The pt reported that the display issue with the subject meter started approximately 1 week prior to contacting lfs. Despite the issue, the pt continued to take her usual dose of 3 tablets of glucophage (500 mg/each) daily. Sometime after the reported issue began (date/time unk), the pt reported she became "sweaty, didn't feel good, and stomach did not feel right." The pt informed the mas that she becomes "sweaty" when her blood glucose is running high. To relieve the symptoms, the pt claimed she "drank a lot of liquid" and reportedly felt better afterwards. At the time of troubleshooting, the pt informed the customer care advocate (cca), that the subject meter had been dropped in water. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.